Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie failed to release. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a cubie pocket functional failure. The field service engineer found that no findings were available. Verified and confirmed issue was resolved. The system functioned as intended after the field service engineer verified the device.